Event description:
During a coronary artery drug eluting stenting treatment procedure the balloon deflated very slowly. The physician successfully deployed a 2.5x8mm taxus express2 drug eluting stent in the right coronary artery (rca), however, the balloon deflated very slowly. Multiple attempts at balloon deflation were required and ultimately the physician used a 10cc syringe to deflate the balloon. There were no pt complications and the pt is reported as ok. Additional information has been requested.